Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; the needle guard was raised and blocking the flow. The valve was hydrated. The valve was flushed; the valve failed, no flow. The valve was dried. A search for relative complaint for the same issue with the same product code and lot number was not possible as the lot number was unknown. Review of the history device records was not possible as lot number was unknown. The root cause for the raised needle guard could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, after a week and a half, a certas inline valve was suspected of being obstructed and was revised. The new valve is also a 82-8806 with the setting of 4. Natural drops were confirmed from the compliant valve, however, there was strong resistance felt when some liquid was injected to the valve. No permeation of blood or debris to the cerebrospinal fluid was confirmed. The patient is under monitoring. The product will be returned to your site.